Manufacturer narrative:
This report is for an unknown screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: humphreys c.,hodges s., eck j., (2001),patient outcomes for anterior multilevel cervical fusions: a comparative analysis of ao versus doc instrumentation ,journal of musculoskeletal research, volume 5, no. 2,pages 131¿134 (USA). This retrospective study aims to compares the relative benefits and complications of two cervical plating systems: the synthes ao locking plate and the newer depuy- acromed doc anterior segmental plating system. Between december 1996 and april 1999, a total of 56 patients who underwent anterior cervical discectomy and fusion with anterior plating were included in the study. Patients received either the synthes ao plate or the depuy- acromed doc plate. A total of 31 patients (13 male and 18 female) age 49.5 (range, 29¿85) received the ao plate while 25 patients (14 male and 11 female) age 55.8 (range, 35¿73) received the doc plate. The following complications were reported as follows: patients had cases of transient dysphasia and lingering neck and arm pain and numbness. 1 patient developing shortness of breath requiring a visit to the emergency room. 1 case of pseudoarthrosis requiring revision surgery. This report is for an unknown synthes screws. This is report 2 of 2 for complaint (B)(4).